Event description:
Set at "50 cut" and "50 coag", patient grounded properly, and blue bovie power cord plugged. Surgeon attempted to use bovie, and noted that "coag works, cut does not". A second megadyne smoke evac bovie opened and was functional throughout procedure without incident. This happened with 2 different bovies, on two different patients. FDA safety report ID #: (B)(4).